Manufacturer narrative:
P-cap locked in place properly during testing. No frozen screen noted during testing. Unit passed self-test successfully. All buttons were tested while navigating the menus and no frozen display was noted during testing. However, intermittent button responses were noted. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past. No anomalies during download history review. Proceed by cutting unit open and performing a visual inspection of connectors and electronic stack. Upon peeling off keypad overlay, corroded keypad traces were noted, leading to intermittent button response. However, no moisture damage was found on the internal electronic stack. Unit was received with the following cosmetic damages: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations were not confirmed. No frozen screen noted during testing and no unexpected alarms were noted during testing. However, intermittent button responses were noted due to corrosion on the keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received unknown pump error. The customer also mentioned that the insulin pump screen was frozen after restart. The customer reported blood glucose value of 311 mg/dl and was treated with manual injection. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, unomedical. Troubleshooting was performed and the customer called back after resting pump for 2 hours and replacing battery and frozen display recurred. No further patient complications were reported. The products mmt-332a, mmt-7040a, unomedical will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.